Manufacturer narrative:
The part number for the free flow clamp assembly was provided to the biomed technician for him to order a replacement of the part and repair the pump. The pump was not returned to zyno medical.

Event description:
Hold for r.g. 1.20on 11/24/2020, a distributor of zyno medical reported a complaint. A biomed technician from a user facility contacted the distributor on 02/10/2020 and reported that a pump had "minor fluid damage that seeped onto the plate and got to the brass connectors. Due to rust and corrosion, even with the strong spring, the assy. Hardly moves and allows free flow when the door is opened. The damage is very concentrated on the plate and brass spacers. I'm not noting any damage to any other components and the unit passes all other performance and safety assessments." The device operator was the biomed technician. No medication was being infused. No patient was involved. No information was provided for the pump model, serial number or lot number.